Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection revealed that the silicone segment had a tear near the upper fitment measuring 0.0625 inches long. Visual examination under a microscope noted a crush mark on the upper blue fitment. Functional and pressure testing were performed. A leak was immediately observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that fluid was primed through the tubing and it was placed in the pump. When the infusion was started, the channel beeped occlusion and when the user opened the door to check it, fluid sprayed out through the stretchy part of the tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Correction on initial report: initial reporter.